Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient stated that they changed the primary controller because he thought his pump was off. The new controller needed clock reset, but could not get vad numbers off. Cannot set low speed lower than 8000. A log file was sent in for analysis. It was observed that the speeds were running very high when the controller was changed. When the controller speed was dropped down to 8400 and the set low speed was set to 8000 there were no unusual readings. It was noted that the speeds that were high were due to the patient's large size.

Manufacturer narrative:
Section d10: corrected data. Section h4: additional information. Manufacturer's investigation conclusion: the investigation did not confirm any functional issues with system controller (B)(4), (backup battery (B)(6). The controller returned following the controller change due to patient thought that his pump was off. The returned system controller was functionally tested and found to operate as intended during analysis. The device passed the functional test procedure, confirming all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the event history. A root cause for the reported event was not determined through the analysis of the returned controller; no functional issues were identified during the analysis. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. System controller serial number (B)(6), was shipped to the customer on (B)(6) 2017. The heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the pump off alarm, and the actions to take if the alarms cannot be resolved. The heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.